Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called back and is still having the same problems with pain, and said that they "saw the doctors (B)(6), and they did an x-ray because she wanted to see if there was a problem with one of the wires, and then someone from the doctor's office called and asked the patient why they missed the appointment but the patient did go". The patient said the doctor's office won't return their call now. The rep also noted that they are not sure what to do to help in this scenario because it's a medical issue the patient is complaining of, the rep is going to call the patient. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that it feels like the battery pack is coming through the patient's skin causing him terrible severe pain. The patient stated he as in the hospital yesterday for 10 hours. The patient has new pain in his right leg. The patient stated when he is standing to do the dishes his legs hurt really bad and he can't stand for long. The patient's right leg goes numb and his toes tingle. The patient stated this is happening because the doctor moved the ins higher than what the patient wanted. The patient called back to clarify the pain in his right leg started at the time of the implant. Then the patient stated (B)(6) 2015, couple weeks after implant, and has been getting gradually worse to the point of last thursday the leg pain was so bad while doing the dishes that he almost fell to the ground. The patient stated it takes his breath away. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
After additional review (B)(4) is not applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noted that it feels like its burning through their skin.

Manufacturer narrative:
Correction: additional review indicated device code (B)(4) is applicable to this event. If information is provided in the future, a supplemental report will be issued.